Event description:
Received notice complaint concerning above product from director of nursing. Spoke with chief tech director of nursing and charge nurse out of facility until 6/4) regarding event. Reports that approx 20 minutes into the treatment, blood noted to be leaking from the pump segment. Estimated blood loss 30cc. Line changed, treatment completed without further incident. Chief tech reports there appears to be a hole in the middle of the pump segment. Actual sample available for evaluation. Will follow up with director of nursing for required info. 6/4-spoke with charge nurse regarding event. Confirmed above info. Pt stable throughout. No intervention required. Medwatch filed based on blood loss only.